Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closure. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the rubber cap comes off the plastic hemogard when the lid is opened."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation with the incident lot was observed as the photos show an unused tube with the stopper separated from the closure. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closure. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the rubber cap comes off the plastic hemogard when the lid is opened."